Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. Device had stripped battery cap coin slot (p). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, failed battery test, and off no power. Customer's blood glucose level was 130 mg/dl. The customer was able to rewind the insulin pump. Customer stated they did not receive a low battery alert prior to the off no power alert. They were able to clear the failed battery test. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.